Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: strip insertion issue, which was unresolved with troubleshooting. The patient mentioned about feeling sweaty sometime before the alleged issue began, therefore lfs product did not cause or contribute to an adverse event.